Event description:
The device was used during a hernia dissection procedure. The device burst during the procedure. The small pieces fell into the pt. 8/7/96 the surgeon retrieved all pieces.

Manufacturer narrative:
Section f correction: all info supplied on the initial report should have been na because no user facility medwatch report was received. Results of evaluation: conclusion; ab) based upon the inquiry info received and the visual examination, it was concluded that the balloons had burst during surgery, making the instruments non functional. A) the instrument was received with a smooth transitional tear which ran parallel to the knit line, in the distal portion of the balloon. The tear was approx. 2.5 inches in length. The initial point of propagation could not be determined. The balloon was observed to be covered with dried body fluids. B) the instrument was received with a balloon which had burst and only 45% of the balloon was attached to the instrument, the remaining 55% of the balloon was not returned. The initial point of propagation could not be determined. Ab) the instrument would not function as designed due to a balloon which had burst. No conclusion could be reached as to what may have caused the balloons to burst. Ab) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.